Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient fell four days ago and stopped feeling the stimulation. A clinical diagnosis of low back pain was reported. The patient came into the office for a follow-up to check the spinal cord stimulation system. Device interrogation and device data on (B)(6) 2017 determined that electrodes 1, 3, 4, and 6 were out of range. A device diagnosis of high impedance was reported. The device was programmed around those electrodes. The event resolved without sequelae. The event was related to the device or therapy and not related to the implant procedure.